Event description:
Device 2 of 2 . Reference MFR. Report: 1627487-2016-01302.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report: 1627487-2016-01302. It was reported prior to the patient's elective ipg replacement procedure, the patient stated experiencing irritation at the adapter site (date of event is unknown). During the ipg surgery, one of the adapters was noted to be 'broken'. Subsequently, the physician explanted and replaced the adapter. Effective stimulation was restored following the procedure. As it is unknown which adapter was explanted, all suspected devices are being reported.